Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for a week due to diabetic ketoacidosis and has been off pump therapy since then. Blood glucose reading was 545 mg/dl. It is unknown if auto mode was active at the time of the event. The insulin pump will not be returned for analysis.